Event description:
It was reported that the catheter was connected to the system for a diagnostic procedure but the system failed to recognize the catheter. The device was not inserted in the pt. A second device was used and successfully completed the procedure. There was no report of pt injury.

Manufacturer narrative:
(B)(4). The device was received for evaluation and visual inspection was performed. It was observed that the adhesive fillet on the distal end of the scanner was missing. It was confirmed that the adhesive fillet was not applied to the device. This is deemed a manufacturing defect. The purpose of the adhesive fillet is to provide smooth tractability in a tortuous path. The device was never inserted in the pt and a second device was used to complete the procedure. The firm will evaluate respective manufacturing control processes and documentation. A supplemental report will be submitted with proposed corrective and/or preventive actions.